Event description:
Surgeon placed anchor after drilling, removed spear and spear guide. Then tested anchor placement by pulling back on anchor. Anchor stayed in place but sutures (not eyelet) broke. This happened on 3 anchors, the fourth one broke when tied knots (2 for each case). All from the same lot. No pt injury reported, surgeon rethreaded anchors with fiberwire, however, delay time was approx 1 hr. This device is used for treatment.